Manufacturer narrative:
Corrected field : h8. Updated field : b4, b5, b6, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes ), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had balloon inflation problem. Patient was not involved.

Event description:
It was reported by the customer that, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval, return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected fields: b5, e3, h6 (medical device ¿ problem code, health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that pneumatic interface module was at fault for the balloons not inflating. However during testing , the fse saw the unit failed drive manifold test and replaced the drive manifold as well. Found the pneumatic interface module to have a leak. I replaced the pim and during checkout found that the drive manifold also failed the leak test. Upon repair ,the unit was returned to the customer. The failure analysis and testing dept. Received part with a reported unit failure of the autofill and a failed drive manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts individually in cardiosave and tested the part to factory specifications per the procedure. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure. Fails the drive manifold test and has a major leak. Refer to CAPA 1406400 , for more information regarding additional investigation details.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had balloon inflation problem.